Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suspected rupture.

Event description:
Healthcare professional reported right side "suspected rupture." Device remains implanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown, and patient's concern with textured product.

Event description:
Healthcare professional confirmed right side rupture and also reported capsular contracture, baker grade unknown and patient's concern with textured product. Device has been explanted.